Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Write to locked ram por with ecc-lia conflict, address=6b0c, data=f6 on (B)(4)-2010; 1 - patient alert for device circuit error on (B)(4)-2010.

Event description:
It was reported that the device experienced a power on reset (por) that was noted at a post radiation oncology check. The patient alert sounded due to the inability to send wireless transmission. The device remains in use. No patient complications have been reported as a result of this event.